Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the band could not be deployed. Reportedly, there were no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation result the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the tripwire was secured in the handle assembly and it was partially rolled in the handle assembly. It was also noted that the trip wire was kinked at the proximal section. Additionally, the suture was broken with one section attached to the trip wire loop and the other section attached to the ligator head. It was likely broken to separate the device from the scope. The ligator head was returned with all bands attached and the last band was caught under other bands, indicating that the device failed to deploy. The suture hole was in good condition and no damages were observed. Additionally, the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problem with the device were noted. The reported event of failure to deploy bands was confirmed. The ligator head teeth were damaged (bent). This indicates that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Additionally, the kink in the trip wire could have occurred during the device setup when securing the trip wire in the handle slot or when rotating the handle during the use of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the band could not be deployed. Reportedly, there were no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.